Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (response buttons do not activate device) has been confirmed. As received, the response buttons were intermittent. Upon evaluation, the rear response button cable was creased. The cause of the inability to activate the device is the creased response button cable. The root cause of the creased response button cable cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that the response buttons were non-functional.